Manufacturer narrative:
Additional information has not been received regarding the outcome of the reported red alert and no other adverse events have been reported. This product issue will be updated if additional details are received.

Event description:
Boston scientific received information that a red alert had been generated for this system. No adverse patient effects were reported.